Event description:
It was reported that a malfunction occurred, identified by the code malf 0, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The corrective action involved the customer transitioning to multiple daily injections (mdi) as a backup therapy while technical support arranged for a pump replacement. The pump was under warranty, and the caller was instructed to return the defective pump using a pre-paid label within 10 days.